Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the monitor could not complete incoming testing. Upon eval, corrosion was found on the computer / analog (ca) board, defibrillator board, and table board. The cause of the inability to complete testing is the corrosion on the board. The cause of the corrosion cannot be positively identified but is likely liquid ingress from an unk contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) to report that the monitor was unable to perform incoming testing.